Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. The returned unit was unopened in the original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. The instructions for use (IFU) for this product includes a warning symbol to indicate to the user "do not use if package is damaged.". Based on the investigation performed, the reported complaint has been confirmed. A CAPA was opened to address this issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.